Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance and inadequate capture. The rv lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of ¿capture threshold was high¿ and ¿impedance was high¿ were not confirmed. Final analysis found that as received, a complete lead with stylet inserted and stylet guide attached was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.